Manufacturer narrative:
Pump received with no button response due to unlocked lcd keypad connector on lcd board. No button error alarm or black circle anomaly or unexpected audio/beep anomaly noted. Pump received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received a button error alarm. It was reported that insulin pump was beeping and had a black circle on display screen. Insulin pump would need to be replaced.